Event description:
It was reported that this device was unable to be interrogated. The wand was exhibiting green lights but was not proceeding further. Xray's were performed to corroborate device model but was unable to be identify. Technical services (ts) was consulted and recommended following up with cardiologist. The device remains in service. No adverse patient effects were reported. Additional information was obtained, the device exhibited loss of capture (loc) and lack of pacing due to the device being in complete end of life (eol). The patient was bradycardic. No additional patient effects were reported.

Event description:
It was reported that this device was unable to be interrogated. The wand was exhibiting green lights but was not proceeding further. Xray's were performed to corroborate device model but was unable to be identify. Technical services (ts) was consulted and recommended following up with cardiologist. The device remains in service. No adverse patient effects were reported.